Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 402 mg/dl. Customer blood glucose reading at the of the incident is 408 mg/dl. Customer current blood glucose reading was unknown. Customer feel ok to troubleshoot. Customer reports they have not contacted their hcp regarding the high blood glucose reading. Customer stated there was not air bubbles or leak issue. Customer did not mentioned if there was any bent issues. Customer declined to check setting. The insulin did exit. Customer did not used auto mode feature. Insulin pump will not be returning for analysis.